Event description:
It was reported that patient underwent hemiarthroplasty of the proximal humerus on (B)(6) 2012. During the procedure, the bone cement failed to interdigitate with the medullary canal and the stem came out. Additional stem and bone cement were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following statement: to assure adequate fixation, the prosthesis should be held securely in place without movement until the bone cement has fully hardened. The user facility was notified of the event on february 8, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.